Event description:
On (B)(6), 2003, this pt underwent treatment of an infrarenal abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. A completion arteriogram reportedly showed no evidence of endoleak; however, it was reported that there appeared to be some constriction of the right graft limb at the origin of the right common iliac artery. Additional angioplasty was performed, and an arteriogram showed no residual stenosis, patency of both graft limbs, and good flow to the hypogastric arteries. The pt had palpable posterior tibial pulses bilaterally and was sent to recovery in stable condition. On (B)(6), 2011, an additional procedure was performed whereby two contralateral leg components. Additional info has been requested.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.